Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification. Evaluation confirmed through visual inspection that the printed circuit board was burnt and the cause was determined to be fluid intrusion. The wireless battery module was deemed unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery b/g had a damaged capacitor, the reporter could not pin point the exact component since the area on the board was totally burnt. The event was found in the intensive care unit. There was no patient involvement. No additional information is available.